Manufacturer narrative:
(B)(4).

Event description:
It was reported that a presyncopal patient presented to the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2016. There were no adverse consequences to the patient.